Event description:
It was noted that the lesion was in the right coronary artery. Predilatation was performed prior to the attempt to stent the lesion. After the failed attempt to cross with the stent delivery system (sds), slight resistance was felt during removal of the sds from the patient. After retraction of the sds from the anatomy the stent implant was observed to have flared stent struts. The procedure was completed with another device successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, guide cath: mach1 jr3.5, other: volcano ivus. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.